Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) resulting in a hospitalization; cause of dka was not provided. Customer¿s blood glucose (bg) level was more than 400 mg/dl; customer changed pump supplies to address bg. Reportedly, customer's healthcare provider (hcp) adjusted pump settings prior to discharge from hospital. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.